Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's daughter-in-law reported that on approximately (B)(6) 2015 in the morning customer experienced "dizziness and vomiting", but when the customer attempted to perform a test using an adc blood glucose meter it would not turn on with button press or with test strip insertion. Customer was taken to a local healthcare facility where she/he was diagnosed with hyperglycemia and treated with an unspecified amount of insulin. There was no report of death or permanent injury associated with this event.